Manufacturer narrative:
The customer called a siemens technical support technician (tst) to report the discordant ammonia results. Initially, the customer obtained a negative, out of range quality controls (qc) result. The customer repeated qc with the same cup and it resulted in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced all l-rings, cleaned the reaction cuvette washer wud and oil bath, and replaced all fluids. The cse ran samples without any problem. The cause of the discordant ammonia results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant ammonia results were obtained on patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument resulting within the expected range. The corrected results were not provided to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ammonia results.

Manufacturer narrative:
The initial MDR 2432235-2017-00339 was filed on may 26, 2017. Corrected information (06/07/2017): there were no discordant patient results. The discrepancy was obtained only on quality controls.